Event description:
Meter name: one touch profile. Strip name: lifescan. Meter code: 9. Strip code: 9. Strip storage: unknown. Symptoms: sweaty. A pt reported they were seen in ER. Their meter allegedly was inaccurately low. The result on their meter was 49 and 58 (no units). The result on the ER meter was 132 (no units). The time difference between pt's meter and ER was unknown. Treatment was orange juice and candy. No further info has been reported.